Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was 175 mg/dl. The drive support cap was recessed. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to prime the device during test due to protruded/loose drive support disk. No other error alarm was noted. The device had scratched lcd window, cracked display window corners, reservoir tube lip, and had a missing end cap sticker.